Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the no air in line alarm was not identified by bd tech support during the customer call. The customer was provided education on how ail sensor works and tech understood and will retest the pump. If still has any concern, send unit in for warranty repair.

Event description:
It was reported that the there was no air in line alarm. There was no patient involvement.